Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint was verified. The ipg battery had been depleting prematurely prior to the explant procedure. Due to the fast battery depletion, the battery charge level could not be maintained for use. The patient had a cardiac surgery where the physician used electrocautery. It is evident that the analogic-u1 was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1.

Event description:
A report was received that the patient underwent a cardiac surgery, where electrocautery was used. The patient is having difficulties charging the ipg passed two bars. The patient will underwent an ipg replacement procedure. The physician use electrocautery during the procedure. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient underwent a cardiac surgery, where electrocautery was used. The patient is having difficulties charging the ipg passed two bars. The patient will underwent an ipg replacement procedure. The physician use electrocautery during the procedure. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).